Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted as of the present. A call placed to technical services on 04/19/2018 stating that this lead exhibited noise and oversensing. The following physician was dr. (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)